Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient was having continued pain and the patient thought the pump was "not working correctly". It was further noted that the patient had a history of having "problems" with the pump; however, it was thought that the pump was supposed to be "working right" as of the date of this report. The patient was noted to have had another surgery and they were still in a lot of pain. Additional information was reported that the cause of the event was noted as the patient believed the pump was not functioning. The patient underwent a lumbar fusion, and the distal portion of the catheter was replaced. The patient felt they were "getting better relief". A surgical revision of the catheter was noted to have occurred. The patient had no increases in pain relief with numerous increases in dosage. The patient did not require hospitalization. Since the lumbar surgery and revision of the distal catheter, the patient reported better relief with the infusion pain pump. The medication used within the system was dilaudid 10mg/ml at 2.5mg/day.